Event description:
On (B)(6), I had a total colectomy secondary to recurrent diverticulitis, multiple infections, constant pain, severe constipation. During surgery, my small colon was nicked which caused me become septic, fever, pain, peritonitis, pus in abdomen, fecal matter in abdomen. Abdomen was opened and repaired 4 days after initial surgery at which time, I was placed on another suction, had to be changed every other day in the operating room . This went on for 2 more weeks when abdomen was closed with stratus with external wound vac applied. Another week in hospital -4 weeks total- and I was discharged with wound vac to home with home health 3 times a week. After 6 weeks, the stratus was healing properly and was taken off by my surgeon in his office. I was told I could go home and change dressing once per day and I could take a shower. That night I took dressing off and was in shower, I began to gag and wretch, the stratus ripped and my small colon was forced through the mesh causing my colon to rip in 10 different places. I was in shock, extreme amount of pain, my husband called the ambulance and I was taken back to the hospital where I spent the next 3 weeks in the ICU. At this time, I was placed on tpn and IV dilaudid via a PICC line. I had to have a device placed over my abdomen to keep the caustic secretions from getting on my skin and breaking it down. This was not very affective and caused my abdomen and groin to be burned by the fecal matter. Before going home, a system was developed that would stay on my abdomen but had to be changed an a constant basis due to leakage, often up to 6 times per day at up to one hour per change. Stratus implanted on (B)(6) 2010. It was left in after the event on (B)(6). On closure of abdomen mesh was left in but closed primarily by surgeon after small colon was repaired.